Event description:
According to the report, "during open heart surgery, the surgeon did de-airing, dry the target site, priming the syringe and applying the bioglue to the target site. But, the surgeon felt bioglue did not polymerise well like before and just flowed down. So, he opened another 2 ea. Of bioglue, and applied to the target sites again, but he felt same situation. Finally, he used 3 ea. Of bioglue 5ml for 1 patient, and completed this operation."